Event description:
It was reported that the pruitt f3 shunt was faulty when attempting to use for an operation. The balloon on the distal end of the shunt (blue common balloon) was lacking uniform inflation. No injury was reported to the patient.

Manufacturer narrative:
We have not received the device for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. We are unable to determine if the issue was due to a manufacturing error or resulting from improper handling of the device. It is possible the balloon was deformed as a result of over-inflation or inflating the balloon too rapidly. As the IFU states: slowly inflate the blue common carotid artery balloon with up to 1.5 ml of sterile saline. Do not inflate the internal carotid balloon to any greater volume than is necessary to obstruct blood flow for the internal carotid artery. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.